Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. The low blood glucose level of customer was 41 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The current blood glucose level was 182mg/dl. The auto mode feature was not active at the time of incident. Customer had not experienced any symptom related with low blood glucose level. Customer was treated with food. Customer declined to troubleshoot for high blood glucose level. Based on customer report they did allege insulin pump was over delivering. Customer stated that the insulin pump was giving lows at night and high during the day. Customer stated that reservoir was showing less insulin than showed on status. The insulin pump will not be returned for analysis.